Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly and fell out of the jaws. The surgeron applied another device without pt injury.

Manufacturer narrative:
It has come to co's attention since the submission of initial report on 6/3/97, that this event was previously reported under a different MFR report number. As this is a duplicate report, please disregard the event submitted under this reference number(1219930-1997-01189).